Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon viewed post-operative x-rays after implanting patient with matrix hardware. Surgeon noticed that the l4 screw was penetrating outside of the pedicle. During revision surgery on (B)(6) 2013 surgeon could not remove the cap to try and remove and reposition the screw. Surgeon made every attempt to loosen the locking cap, but could not do so. Surgeon had to resort to cutting the rod in order to remove the cap and screw. No further information is available at this time. This report is for an unknown matrix rod. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.